Event description:
The patient wanted to increase the dosage of baclofen on (B)(6) 2013. The baclofen dose was changed from 300 mcg/day to 350 mcg/day (a 16.7% increase) in flex mode. Their prescribed antiepilepsy drug was decreased. On (B)(6) 2013 the patient felt lightheaded and dizzy and was hospitalized. Their antiepilepsy drug was further decreased on (B)(6) 2013. Lightheadedness did not improve. A decrease of baclofen was recommended to the patient, but the patient wanted to keep the dose of baclofen. There was no symptom in the morning, but the lightheaded symptom and dizziness presented during the day. The physician was trying to adjust the dosage of baclofen for treatment. The physician noted that the lightheaded symptom had been present from the past, but it did not improve although the antiepilepsy drug was decreased. Therefore, it appeared due to baclofen. The medication infused was gablofen. It was further reported that the patient was unsteady on their feet. The physician had considered the daily dose of gabalon might be too high and recommended the patient to reduce the amount. The patient was in good condition when waking up in the morning, but they felt dizzy during the daytime.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was later reported that the patient recovered from being unsteady on their feet on (B)(6) 2013, and it was noted to be unrelated to the investigational drug. On (B)(6) 2013 the other suspected drug, tegretol, was discontinued and the patient¿s symptoms improved. On (B)(6), however, a similar situation was repeated. As the symptoms improved on (B)(6), the dosage was reduced to 325 mcg/day on (B)(6). The patient was discharged from the hospital. The patient visited the hospital in early (B)(6) and no particular problems were detected. The physician commented that although the patient had suffered from dizziness prior to the therapy, the symptom did not improve when antiepileptics were reduced, and the physician assumed that gabalon might be responsible for the patient¿s condition. As the daily dose of gabalon had to be adjusted, the patient would be admitted to the hospital for ¿adjustment between 300 and 300 mcg/day¿. The patient was obsessed with an idea that increasing the dosage would improve the spasticity condition. They were still asking for an increase. The physician was soothing the patient to be contented with the current state for a while. Correction: it was previously reported the medication infused was gablofen. The pump was used to deliver gabalon and not gablofen.